Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022, the patient experienced stoma site irritation with oozing discharge. The patient reported that the stoma site had to be wiped many times during the day and pieces of skin had "popped" off. The patient was referred to a physician who prescribed unknown oral antibiotics.